Event description:
It was reported the pt ((B)(6)) stopped feeling stimulation two hours following the implant of the scs ipg. Surgical intervention was initiated on (B)(6) 2012. Intraoperative testing revealed invalid impedance. The physician removed and replaced the scs lead extension which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.